Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, that an "eo4" error message occurred on channel a. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr replaced the resistance temperature detector (rtd) cable assembly, the dual thermistor, the d/c board on channel a, along with a longer circulating loop. With the parts replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.